Manufacturer narrative:
This report is associated with argus case (B)(4), corega ultra cream. Corega ultra cream is marketed as super poligrip cream in the us.

Event description:
Unspecified adverse event [adverse event]. Case description: this case was reported by a consumer via call center representative and described the occurrence of adverse event in a female patient who received triple salt dental adhesive cream (corega ultra cream) cream (batch number (B)(4), expiry date october 2018) for product used for unknown indication. On an unknown date, the patient started corega ultra cream. On an unknown date, an unknown time after starting corega ultra cream, the patient experienced adverse event (serious criteria hospitalization) and product complaint. On an unknown date, the outcome of the adverse event and product complaint were unknown. It was unknown if the reporter considered the adverse event to be related to corega ultra cream. Additional details: the consumer reported that 3 months ago she was hospitalized and she had already started the use of ultra corega cream. The product complaint was associated to the event, because the consumer claimed that the tube of two ultra corega cream presentation (19 gr e 68 gr) is weak and opened on the side.